Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported receiving pump error 23. Customer was able to clearerror and complete rewind process. Pump was not recently placed instorage mode or without a battery for > 8 hours. Error has occurred morethan once after a battery change.customer reported receiving a pump error. Customer was able to clear theerror and successfully complete fill cannula delivery test. Error tableindicated that pump requires replacement.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the displacement test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No unexpected pump error 23 and pump error 15 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 15 alarm on the event date of 05/19/2024 at 21:54:09.000 due to a possible software anomaly. Pump alarmed a pump error 23 alarm on the event date of 05/19/2024 at 22:36:52.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery cap contact damaged, corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 23 was not confirmed during testing. Pump error 15 was confirmed in the pump history files and traces due to a software anomaly. Moisture damage was confirmed found isolated to the battery tube. Battery cap contact damaged was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.